Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Clip won't close). The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01352, 3005099803-2011-01353, 3005099803-2011-01354, and 3005099803-2011-01355 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used to treat a post polypectomy bleed, within the sigmoid colon, during the week of (B)(6), 2011.according to the complainant, during the procedure, the resolution clip was advanced down an olympus scope and deployed onto the bleeding site. In all four instances, the clips fell off the tissue slightly opened and into the patient; the clips were not retrieved. The physician had no concerns letting them pass naturally. The case was completed with a fifth resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.